Event description:
It was reported that the patient presented with the following pre op diagnoses: degenerative disc disease of c3-4. Central and bilateral disc herniation, c3-4 with spinal cord and bilateral nerve root compression. Progressive neck pain, bilateral shoulder and arm pain and progressive cervical myelo radiculopathy. The patient underwent the following procedures: application and removal of carinations. Discectomy anterior, decompression of spinal cord and nerve roots c3-4. Arthrodesis anterior body technique, c3-4. Application of anterior biomechanical device, namely globus peek spacer, c3- 4 interspace. Anterior instrumentation using globus assure plate from c3 to c4. Per the op notes, bone morphogenic protein was prepared on the back table. One third of one half of a small kit was utilized. The appropriate size peek spacer was filled with bone morphogenic protein and countersunk. Radiographic confirmation revealed good restoration of height and good placement of the peek spacer. No patient complications were noted. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.